Manufacturer narrative:
Investigation summary: photo and four samples received by our quality team for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be an excessive amount of silicone. Fourier transform infrared spectroscopy was performed, confirming the foreign substance as silicone. Quantification of silicone performed on the samples were not within specification. A device history review was performed for reported lot 3012143, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 3012143 2and found to be within specification. Possible root cause is due to a failure in the sprayer that doses the silicone inside the barrels. Manufacturing personnel have been notified of this incident and maintenance plan for the injection system will be completed every six months.

Event description:
No additional information received

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes contained foreign matter. The following was provided by the initial reporter: "reported issue: sticky film." Are any samples available for return? Yes. Additional information received on 11/07/2023. Please provide occurrence date. (B)(6) 2023 is there any adverse event on patient? No. Additional information received on 11/08/2023: clarify incident, what is meant by "sticky film"? Wet substance in appearance, when touched feels sticky, feels like residue that may be from the rubber? Where is the "sticky film" located? Located on the black rubber part of the inside of the syringe what color? No color, size? (Coats the black rubber part) (see picture provided was there any harm to the patient/caregiver? (Detail) no, but is questionable since the syringe is used for drawing up medications that are given via intravenous route to patients. Was the reported incident noticed before, during or after use? Noticed by the nurse anesthetist before drawing up medications for patient. Was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) no. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, medication administration, etc.)? (Detail) no.